Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that mechanical ventilation was not functional. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative has issued an inspection quote to the customer but the customer has not accepted the quote at this time.